Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found diagnostic logs relevant to the reported malfunction. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on a 980 ventilator went into an inoperative state. The ventilator was not in use on a patient at the time the malfunction occurred.